Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode. Her boyfriend found her fainted and unresponsive on the dining room floor. Pt's boyfriend called the paramedics who treated pt with an IV on the leg. Pt claims that cgm was reading 194 mg/dl when her bg was measured at 17 mg/dl by the paramedics. During her call to dexcom technical support, pt stated that she did not need to be hospitalized.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.